Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was triggering low flow alarm on arctic sun device. New set of pads resolved the issue. Tried faulty pads on another device and the same alarm was triggered. Product#: 317-00. Lot#: ngkq0133.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-05850. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was triggering low flow alarm on arctic sun device. New set of pads resolved the issue. Tried faulty pads on another device and the same alarm was triggered. Product#: 317-00. Lot#: ngkq0133.